Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self-test for defib function and displayed a "defib disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was duplicated and attributed to the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.